Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a perforation occurred while using csi orbital atherectomy device (oad). The target lesion was located in the circumflex artery. The physician advanced a csi viperwire guide wire across the lesion and loaded the oad onto it. The physician performed three runs at low speed using the oad. Post-atherectomy angiography revealed a perforation in the circumflex. The patient coded and cardiopulmonary resuscitation (CPR) was started. The physician attempted to deploy a covered stent across the perforation, but was unsuccessful. CPR was continued, but the patient was unable to recover and expired. Requests for additional information have been made, but none has yet been received.